Event description:
It was reported that the product had air-in-line error when attempting to run. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Review of the event history showed high alarm displayed: air in-line detected. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The air detector was found to be dented, and while the exact cause of the dented air detector was not determined, replacement of the air detector resolved the issue.